Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after a recent infusion site change, with concern that insulin was not being delivered; the agent instructed another site change and monitored, after which glucose trended down from a reported high of 379 mg/dl, and troubleshooting and education were completed without alarms. Symptoms included hyperglycemia without reported complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included customer support troubleshooting focused on infusion site functionality and device use education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alerts and resolution following site replacement, which suggests possible infusion site or setup issues but no confirmed device malfunction. It was concluded, based on established handling of similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.